Event description:
Related regulatory report number: 2916596-2021-00312 it was reported that while the patient was inpatient and doing well they suddenly began to crash prior to taking a walk. Patient flows dropped to zero and then began fluctuating significantly with persistent low flow alarms. The patient became hypotensive and became faint during the code situation, but was not unresponsive. Inotropic support was initiated (dobutamine started). The patient's lvad speed was decreased to 4000 rotations per minute. The controller was noted to be extremely hot to the touch. The pump was noted to be running throughout the event with persistent low flow alarms. The controller was replaced which improved the patient condition and a clinical concern for thrombus was noted. The patient was awake and responsive post controller exchange and the new controller was noted to be working well. Log files indicated that the pump power went up to 50 watts, and the patient experienced an lvad fault alarm along with a low speed advisory alarm at the start of the issue on the original controller. There was also an error code ¿lvad rotor displacement¿. A log file analysis also showed a yellow wrench alarm associated with an pump internal fault on (B)(6) 2021 from 17:50 -17:53, where the controller was disconnected. There were no abnormal alarms post controller exchange, but the patient did note that they felt like the pump wasn't working. An additional log file review only noted that the pump speed was decreased below the lsl on (B)(6) 2021 between 19:11:59 and 19:50:00. An echocardiogram was done post controller exchange. The pump speed at that time was 4000 rotations per minute with a flow of 2.0 liters per minute, and the patient was stable. Speed was increased to 5400 rotations per minute following stabilization of patient clinical condition and flow went back to 4.4 liters per minute. Mean arterial pressure (map) was at 81 millimeters of mercury. The patient was stable, awake, and responsive. Their lactate dehydrogenase (ldh) levels went from 188 to 505 and back down to 400s. The patient had also been experiencing tea colored urine since the event but their urine starting to clear on (B)(6) 2021. The patient's pump parameters were back to baseline. A computed tomography angiography showed that the device outflow graft was 2/3 occluded with suspected clots. The cardiologist planned to transfer the patient to their implanting center for possible device exchange, but after further discussion with the implant center the decision was made that the pump would not be exchanged and the patient would not be transferred, as they were stable and the pump appeared to be operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported alarms, low flows, elevated pump power, and increased controller temperature was confirmed during the evaluation of the submitted log files. The log file data showed events consistent with rotor instability on (B)(6) 2021, resulting in the activation of the low flow and multiple lvad fault alarms, increased pump power consumption, and current draw. The increase in current draw resulted in the lvad motor temperature increasing to 96c and the system controller temperature increasing to 75c. The cause of the rotor instability could not be determined as the onset of the event had been overwritten by newer data. The rotor instability was resolved by the reported system controller exchange. Upon connecting the lvad to the new controller, the pump resumed normal operation and the motor temperature decreased below the alarm threshold (65c) within 4 minutes. The log file data showed the pump operating as intended following the system controller exchange, with flow remaining stable in the 5.1lpm to 5.3lpm range when the set speed was increased to 5800rpm. Review of two CT images submitted for review noted a bend in the outflow graft and bend relief with an arrow pointing to a dark area under the bend relief, however, the report of suspected clots could not be confirmed. The customer elected to continue monitoring the patient as pump parameters had returned to baseline and the patient was hemodynamically stable. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas IFU contains information on all system controller alarms and how to resolve them. Pump thrombosis is listed as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The alarms and troubleshooting section of hm3 lvas patient handbook provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.